Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a partial lead was returned in three pieces the connector portion measuring 11.3 cm, the middle portion measuring 27.0 / 16.7 cm and the distal portion measuring 18.3 cm. Final analysis found internal insulation abrasion breaching the rv and inner coil lumens at 9.2 ¿ 11.5 cm from the distal tip and internal insulation abrasion at 12.0 ¿ 12.7 cm from the distal tip. The ptfe liner and the ring electrode etfe cable coating were found to be intact in these locations. The right ventricular cables were found to be damaged in one of the abrasions consistent with procedural damage. Other damages found are consistent with procedural damage. Abbott is continuing to monitor this issue.

Event description:
This report is to advise of an event observed during analysis.